Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to car crash and wanted assistance in changing the settings. The customer's blood glucose level was 300 mg/dl. The settings that need to be changed are carbohydrate ratio and the insulin sensitivity factor. The device will not be returned for analysis.